Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an ladg, oozing occurred although an end tone, indicating a completed seal cycle, was heard. It was noted that tissue damage occurred as well. A new device was used to complete the procedure and there was no pt injury.